Manufacturer narrative:
One imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap was noted to be already opened. This is the second event happened and the first event has been investigated on linked (B)(4). This investigation only focuses on the second event occurred. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63689976. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63689976) for similar event using keyword -incorrect component quantity- and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k101880.

Event description:
It was reported that there was no implant in the package when the surgeon went to place it. This is not the first time it happened. Procedure was completed with another implant from stock. Tooth location not reported.